Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received one photo which displayed a 20ga catheter/adapter and tubing. The evaluation of the submitted photo revealed a small feather like foreign near the tip of the catheter tubing. Although the reported issue is confirmed, the photo provided for this incident did not present sufficient evidence to identify the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in contained foreign matter. The following information was provided by the initial reporter: "third case with a plastic piece on the tip of the catheter, see photo. We will send the sample with the packaging, in order to avoid your investigation results. "Due to the packaging being opened, bd was unable to provide a definite root cause." Otherwise, before injecting the medicine, we have to open the packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in contained foreign matter. The following information was provided by the initial reporter: "third case with a plastic piece on the tip of the catheter, see photo. We will send the sample with the packaging, in order to avoid your investigation results.. "Due to the packaging being opened, bd was unable to provide a definite root cause" otherwise, before injecting the medicine, we have to open the packaging."